Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields. Additional information added in follow-up #2 (B)(4). Field updated. The issue was discovered during power on with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective driver board. After replacing the driver board, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the driver board could result in inadequate ventilation support.

Event description:
The following was reported to hamilton medical ag: would not power on in respiratory department. Start-up screen displayed momentarily until automatic shut-off. Second power on, no response at all (ac power or battery). Failure initially reproducible. Currently, boots up with no issue. Powered on multiple times to standby mode and service software. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: would not power on in respiratory department. Start-up screen displayed momentarily until automatic shut-off. Second power on, no response at all (ac power or battery). Failure initially reproducible. Currently, boots up with no issue. Powered on multiple times to standby mode and service software. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: would not power on in respiratory department. Start-up screen displayed momentarily until automatic shut-off. Second power on, no response at all (ac power or battery). Failure initially reproducible. Currently, boots up with no issue. Powered on multiple times to standby mode and service software. No patient involvement.